Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, when the surgeon went to fire the device, it locked on the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: ¿it locked on the tissue¿ has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Has this any impact on the patient, the surgery or the healing process?